Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent in a moderately calcified lesion in the right coronary artery. There was difficulty in advancing the guidewire down the artery because of poor guide catheter support. As the stent delivery system was being advanced to the lesion, the guide catheter disengaged from the coronary artery pulling the guidewire and stent delivery system into the aorta. While in the aorta, the stent was pulled into the guide catheter causing it to dislodge from the delivery balloon. Attempts to locate the stent was unsuccessful. The stent remains in the pt's arterial vasculature. The target lesion was subsequently treated with the implant of another s7 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The moderately calcified lesion not being pre-dilated likely contributed to the stent. Not crossing the target lesion. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the guide catheter was in the aorta. This likely contributed to the stent dislodgement.